Event description:
It was reported that the stimulator ¿in the back of my head¿ for migraines was not working properly, which started about three or four days ago. If the patient laid down and tilted his head back to the point where the plate in the neck stopped the range of motion, the patient received normal stimulation. If the patient held his head normally, he did not get relief. There were no falls or trauma reported and the patient had contacted his doctor. Additional information received reported the device used to treat migraines was ¿acting up.¿ the patient felt stimulation strongly on the right side, but hardly anything on the left side. The patient turned the stimulation up to 9v and reached the upper limit. The patient stated that changes in the weather may have caused the issue. Additional information received reported the patient felt no stimulation. The typical setting was between 5v and 6v. The patient increased stimulation up to 9.5v and stimulation was felt in the left back of the head to base of the neck, and it was uncomfortable. The patient was comfortable at 9.1v. All contact pairs ¿showed within range.¿ impedance measurements were normal. Additional information received reported that the patient felt therapeutic stimulation after an impedance test. The patient had a follow-up with his healthcare professional (hcp) to check system and determine lead placement. Additional information received reported that the hcp was ¿still working on it.¿ it was noted that one lead in the left occipital was ¿not working,¿ and the outcome was not known. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3998, lot # la1828, implanted: (B)(6) 2002, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n346974, implanted: (B)(6) 2012, product type adapter; product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n202767, implanted: (B)(6) 2009, product type adapter; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3998, lot # l92553, implanted: (B)(6) 2001, product type lead; product ID 3986a, lot # lb9304, implanted: (B)(6) 2004, product type lead; product ID 3986a; lot # lb9304, implanted: (B)(6) 2004, product type lead; product ID 3998, lot # la1828, implanted: (B)(6) 2002, product type lead; product ID 3998, lot # l92553, implanted: (B)(6) 2001, product type lead; product ID 3986a, lot # lb9304, implanted: (B)(6) 2004, product type lead; product ID 3986a, lot # lb9304, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
Follow-up information received reported that x-rays and a fluoroscopic exam were performed of the leads and multiple reprogramming attempts made. Several contacts on both occipital leads are not functioning. Replacement surgery to remove the old occipital leads was planned, but the exact date was unknown.

Manufacturer narrative:
Device used for off-label indication. The indication device used for was occipital neuralgia.